Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20117064, medical device expiration date: 2023-11-30, device manufacture date: 2020-11-30. Medical device lot #: 20125250, medical device expiration date: 2023-12-03, device manufacture date: 2020-11-26. Investigation summary: six 20019e7d samples were received in open packaging for investigation, four from lot 20117064 and two from lot 20125250. No connecting products or additional information were received to assist the investigation. A visual inspection of the returned samples did not identify any obvious manufacturing defects or damage to any of the returned products. Each of the samples were connected to a 50ml bd plasitpak syringe from retained stock and subjected to a flush through; no occlusion or flow restriction was observed during testing of the returned products. The samples were then subjected to pressure testing to observe for any potential leakage from the extension sets; no leakage was observed during testing of the returned products. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance the lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. It was not possible to confirm the root cause of the customer¿s experience in this instance. Testing of the returned samples did not identify any product defects or quality deviations that could have contributed to the customer¿s experience. In this instance, without additional information about the exact nature of the defect it is not possible to conclusively link this feedback to a specific failure mode.

Event description:
It was reported that 10 y ext w/vlv ports & 2 sld clp, 7 day sets each from lot 20117064 and 20125250 were blocked/occluded during use. The following information was provided by the initial reporter: "we have recently had problems with the following product and had to remove them from the wards."